Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showed matrix drawer 1 not on the bus because the pyxibus cable was not seated all the way into the controller board. A field service engineer powered down the station and reseated the pyxibus connection into the controller board, mini drawer 2 showed off bus. Despite verifying that the connections were secure, drawer 2 remained offline when both the matrix controller and pyxibus mini controller board were plugged in. It was confirmed that the issue was not with the pyxibus cable connection. The matrix controller board was replaced, and the drawer was configured through the application. As a result, matrix drawer 1 became accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 1 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.